Manufacturer narrative:
Other, other text: device evaluation- two used samples and fourteen unused samples were returned. The devices were given functional testing; this showed the devices functioned as expected with no leakage identified. The reported issue was not confirmed.

Event description:
Information was received indicating that immediately after starting to use a smiths medical cadd cassette reservoir, the customer noticed medical fluid was leaking from the part where the connector and the tubing were connected. There was no patient injury.